Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired due to failure to thrive. The patient's outcome was not considered to be device or therapy related, and the device parameters were within normal limits. It was additionally reported that the patient had previously been on biventricular assist device (bivad) support prior to heartmate 3 implant. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No autopsy was performed, and the pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the patient outcome that the patient passed away. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted for evaluation. It was later reported that the patient was previously on ecpella (bivad) support prior to hm3 implant.